Event description:
It was reported that during a scheduled right ventricular (rv) lead replacement procedure, the physician was not able to fully insert the new rv lead past the set screw in the header port of this existing pacemaker device. As a result, the pacemaker device was explanted and replaced with a pacemaker device of the same model number prior to pocket closure. The surgically procedure was successfully completed. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. As a result, this pacemaker was explanted and a different pacemaker of the same model number was placed instead. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a scheduled right ventricular (rv) lead replacement procedure, the physician was not able to fully insert the new rv lead past the set screw in the header port of this existing pacemaker device. As a result, the pacemaker device was explanted and replaced with a pacemaker device of the same model number prior to pocket closure. The surgically procedure was successfully completed. There were no additional adverse patient effects.